Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The user contacted the emergency support program line reporting that the inner lumen of the iab was no longer flushing or patent. She inquired whether the catheter needed to be removed. It was confirmed that therapy was being delivered as expected, with no alarms or messages, and a clean, crisp arterial pressure waveform was observed from the fo iab. No patient harm was reported.